Event description:
Nursing care facility recently experienced a pt incident that involved a "refillable" humidifier unit that attaches to an oxygen concentrator. While review found the incident resulted from staff's improper attachment of the lid of the device, facility also believes MFR would want to know they feel the design of the device enhanced the potential for error. Staff person attached and filled the device. Staff person observed the humidifier to be bubbling, and assumed the flow of oxygen was reaching the pt. A subsequent check on the pt's condition found pt suffering from a lack of oxygen. At this point in time, the equipment was checked again and staff found the humidifier attachment was not closed or sealed completely. Therefore, the oxygen flow to the pt was significantly diminished. Action in response to the incident was to discontinue all use of this device, returning to use of a pre-sealed/packaged disposable humidifier attachment. In the spirit of continuous improvement and pt safety, facility feels it is important for MFR to know about this incident and the potential risk for incidents in other settings.